Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 4.6 cm left common iliac artery aneurysm and a 3.5 cm right common iliac artery aneurysm. The aortic neck was 15 mm long and 20 mm in diameter without calcification, thrombus, or angulation. It was reported that after the aneurx bifurcated stent graft was implanted, a proximal type I endoleak was evident, which the physician thought was due to undersizing of the device. The stent graft was ballooned; however, the endoleak did not resolve. The physician then elected to implant another manufacturer's stent, which diminished the endoleak but did not completely resolve it. The pt had received 10,000 units of heparin during the procedure, and the physician thought that once the heparin wore off, the endoleak would resolve. The decision was made to not intervene any further but to monitor the pt. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): evaluation results: (endoleak); (undersizing of the stent graft).